Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of 3000 ohms. The lead was repositioned several times in effort to resolve this impedance issue, without success. Therefore, this lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Additionally, the setscrew marks were in the wrong location on the terminal pin, suggesting improper insertion into the device header. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported high, out-of-range impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of 3000 ohms. The lead was repositioned several times in effort to resolve this impedance issue, without success. Therefore, this lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. The product has been received for analysis.